Manufacturer narrative:
The device was returned for analysis. Butt bond seal was damaged and body fluid is in the gap between proximal and distal sections. Dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. However, r1, r2, r3, sensor 1, sensor 2, tc+ and tc- were shorted to tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Noise testing in ablation condition met current device specifications, where peak to peak values were less than 0.4 mv. Maximum values of ~ .11 mv peak to peak were observed in abl 1-2 bipole. No tracking issues observed during ablation. Device tested in all curve configurations, with numerous torqueing maneuvers. X-ray found fluid debris in the distal cavity between rings 1 & 3 and inside the tip.

Event description:
Reportable based on device analysis completed on 16aug2019. It was reported that the curve on the catheter would no longer deflect. During an ablation procedure for premature ventricular contractions, an intellanav open-irrigated catheter was selected for use. When the ablation was almost finished, the ablation catheter became unable to appear on the rhythmia. The cable was replaced, but it did not improve, so the ablation catheter was replaced, and it appeared on the rhythmia. The ablation procedure was completed without issue. No patient complications occurred. However, device analysis revealed the magnetic sensor was electrically shorted to the tip (gnd) due to the conductive nature of body fluid that entered the distal end cavity through a damaged butt bond seal.